Event description:
It was reported that technical services (ts) reviewed the data for this patient with a right atrial (ra) lead. Upon review, it was noted this ra lead exhibited high out of range pacing impedance measurements which triggered a lead safety switch (lss) to unipolar pacing. As a result of the unipolar pacing, this ra lead also recorded atrial tachy response (atr) events with noise which was oversensed. Ts discussed reprogramming options and suggested the patient may need a lead revision. It was noted the patient would be seen in the clinic for troubleshooting. This ra lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.